Event description:
A cypher stent dislodged into the femoral artery and had to be snared out. The procedure was completed with another cypher stent and the pt was discharged from the cath lab in stable condition. This pt was admitted for elective angiogram and coronary intervention. The physician was unable to position the cypher stent within the lesion in the om1 via direct stenting technique. Upon attempting to withdraw the stent back into the guider,the physician felt resistance. He then removed the sds, guider and wire as system; however, the stent dislodged from the balloon at the distal end of the left femoral sheath. The physician canullated the right femoral artery, advanced a snare device from the right to left femoral arteries and snared the stent out. The procedure was completed with another cypher stent and the pt was discharged from the cath lab in stable condition.